Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she wanted to make sure the insulin pump was functioning correctly. As she had changed the battery on the device and she had passed out. Customer stated the device was working last night, at 3 o clock at night customer checked her blood glucose and it was 557 mg/dl. Troubleshooting was performed on the device and customer mentioned she was previously admitted due to high blood glucose back on (B)(6). Customer stated she almost past away due to her he kidney and had e.coli which went into her blood stream. Customer was hospitalized for five days. Blood glucose was 230 at 2:30 in the morning. Customer was vomiting and had diarrhea. Troubleshooting was performed on the insulin pump and no anomalies were noted customer stated she will continue to monitor the device. Customer is not returning the reservoir for analysis.